Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle, there was sleeve leakage. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 368838; lot/batch #: 3067996. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle, there was sleeve leakage. No patient impact reported.